Event description:
A leak of a chemotherapeutic agent. The homecare patient was receiving an unspecified chemotherapeutic agent. No specific pump programming parameters were proved. On an unspecified date at 1600, the infusion was started. After an unspecified length of time, the patient noted that "her port tubing was clamped." Reportedly, this resulted in "the tubing set bursting." The chemotherapeutic agent spilled out to the fanny bag, pump and her cloth." The patient contacted the homecare facility. The spill was cleaned according to the homecare facility's protocol. The patient's physician was notified. The pump and tubing set were removed from clinical service. The therapy was resumed using replacement pump and a new tubing set. There were no reported adverse patient effects. No medical interventions were required.